Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389-40, lot# 0211036578, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# 0211944011, implanted: (B)(6) 2017, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the area around the implant was hot and the skin was red. The implantable neurostimulator (ins) and extensions were removed and tested, which resulted in the identification of (B)(6); the leads are planned be replaced on the day following this report. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.